Manufacturer narrative:
The patient was prescribed with a course of antibiotics and is doing much better. The insition is healing with no discharge. No further investigation is required.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the patient experienced weired pain and pus coming out of insertion site.